Event description:
The customer obtained multiple higher than expected vitros valp quality control results (qc fluid m1914= 150.0, 148.1 vs. 107.28; qc fluid g1647= 38.8 vs. 27.79 ng/ml) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of affected patient results and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that multiple higher than expected vitros valp quality control results were obtained on a vitros 5,1 fs chemistry system. Service actions were performed to return the vitros 5,1 fs chemistry system to expected performance. The most likely root cause of this event is an instrument related issue. There was no evidence that a reagent issue contributed to the event.